Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 4.2 inr. The result from the laboratory 5 minutes later was 3.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer had no diet changes and has no known impaired liver function. The test strips were requested for investigation. The test strips were returned and were measured with a retention meter with liquid qc of a high level: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.